Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the electrode was missing after removing the sensor. Customer also stated that the green light did not appear when trying to connect the ipro2. The customer's blood glucose reading was unknown. No further details were provided.